Manufacturer narrative:
Date sent to FDA: 1/29/2020. Additional information: d1, d2, d3, d4, e1, g1, g2, g5, h4. In addition, a review of the manufacturing records was performed and indicates that there were no quality concerns associated with the manufacturing process.

Manufacturer narrative:
(B)(4), submitted for adverse event which occurred on (B)(6) 2017. (B)(4), submitted for adverse event which occurred on (B)(6) 2018.

Manufacturer narrative:
Date sent to FDA: 06/04/2020. Additional b5 narrative: it was reported that the patient experienced incontinence, pain and erosion following surgery.

Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form. (B)(4) submitted for adverse event which occurred on (B)(6) 2017. (B)(4) submitted for adverse event which occurred on (B)(6) 2016.

Event description:
It was reported by an attorney that the patient underwent a gynecological surgical procedure on (B)(6) 2016 and mesh was implanted. It was reported that she experienced undisclosed injuries. It was reported that the patient underwent a revision surgery on (B)(6) 2017 and (B)(6) 2018. No additional information was provided.